Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 364 mg/dl. The suspected cause was unknown. The customer delivered insulin via the pump. As the customer did not contact tandem technical support (cts) at the time of the reported issue, troubleshooting could not be performed. Additionally, the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus request screen without exiting. The customer's bg level was 364 mg/dl. Insulin was delivered via the pump. Cts educated the customer regarding the alert and the customer acknowledged.